Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kang 2018, application of resonance metallic stents for malignant ureteral obstruction "resonance metallic stents were placed first. All inserted stents had a diameter of 6 fr and a length of 26 cm. For retrograde stent insertion, the patient was placed in a lithotomic position under general anesthesia. A guide wire was inserted into the pelvis using ureteroscope and digital subtraction angiography (dsa), followed by inserting a coaxial system, an outer introducer sheath and an inner ureteral catheter. The resonance stent was then pushed through the outer sheath by using the inner catheter after removing it with the guide wire. After confirming that the proximal curl was formed in the renal pelvis, the introducer sheath was retrieved with the pusher catheter held in place until the distal pigtail curl was deployed in the bladder. For patients with previous nephrostomy, antegrade insertion was performed through the existing tract and a similar technique of retrograde approach was used. For the remaining patients, a standard pcn technique is performed and a percutaneous tract is established first." The manufacturer suggested a stent exchange interval of 12 months. But in our study, the maximum duration of stent in situ was 21.3 months until the end of the study without evident discomfort and insufficiency. Note: user error exceeding the recommended indwelling time relating to patient number (B)(6). No evidence of discomfort and insufficiency.

Manufacturer narrative:
Device evaluation: the rms-060026-r device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint is based on the literature: kang 2018, 'application of resonance metallic stents for malignant ureteral obstruction.' Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: manufacturing records review could not be completed as the lot number is unknown. However, prior to distribution all rms devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Review of historical data: historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use states the following: ¿the stent must not remain indwelling more than twelve (12) months¿. There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error was identified from the available information. As per the instructions for use supplied with the device, the stent ¿must not remain indwelling more than twelve (12) months.¿ according to the event description, the stent was left indwelling for 21.3 months. This is considered user error. Summary: complaint is confirmed based on customer and/or rep testimony. The failure of user error was identified. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.